Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections d1: brand name, d4: catalog number, and d4: UDI. The production lot number was not provided by the user facility; therefore, the entire UDI could not be provided.

Manufacturer narrative:
The actual sample was not available; therefore, analysis of it could not be performed. Since the involved lot was unknown, the investigation of manufacturing history records and shipping inspection records could not be performed. There have been no similar complaints reported from other facilities in the past two years. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please see MDR 2243441-2023-00034 for the importer report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
A maude database search conducted on 30sept2023 found maude report mw5133348. The event description states that: a call to technical services was placed on 07/02/2014 informing that this guide wire caused dissection of the coronary sinus during decannulation. The physician was a dr at a center in ga. This report reflects information received by FDA in the form of a notification per 803. 22.